Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 150 mg/dl. Customer was advised to insert (B)(6) aaa alkaline battery. Customer stated display did not return to normal. Customer was assisted in performing a self-test. Customer stated that there is still segment missing on the black screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was missing segments due to cracked and bleeding lcd glass and unable to confirm self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken battery tube threads, missing the endcap sticker and scratched reservoir tube window.